Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-apr-30 reporting that the cause was unknown and the issue was not yet resolved. Per the reporting information, it was indicated that no further actions were known to be planned or performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic pain and non-malignant pain. It was reported that the patient¿s ins was overdischarge. The patient had not used their stimulation since (B)(6) and they stated that they felt stimulation sensation whether stimulation was turned on or off. They stopped using their device and had not recharged since approximately (B)(6) 2018. It was stated that they still felt intermittent like stimulation, even with their device in overdischarge. A successful device reset was performed. All impedances were within normal limits. Group impedances were within normal limits as well. When the patient turned stimulation on, they felt it in their chronic pain area. It was indicated that the issue was resolved. The event date was asked but was unknown. No further complications were reported/anticipated.